Event description:
The pt was taking human insulin unk formulation via a pen injection device (humapen ergo). The person operating the device was the pt. It is unk if the operator of the device was trained. The pen was reported to not work. The device was returned to the co for analysis.